Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The user performed a reboot, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure was being performed when the issue occurred and was completed by using the mobile c arm. Customer reported to philips that the system's c arm was unable to perform geometry movements. The review of system logfiles showed control module tilt flex ER error. Upon troubleshooting, the philips field service engineer (fse) identified that the joystick on control module was not working. To resolve the issue, the fse replaced the control module, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.